Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown liner, unknown stem, . Unknown cup. The 11-302142, arcos lateral troch bolt 42 mm, 398520. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11288, 0001825034-2017-11289, 0001825034-2017-11290, 0001825034-2017-11287, 0001825034-2017-11292.

Event description:
It was reported that the patient developed reddening in the upper leg and an allergic skin reaction. The patient was treated at home with cortisone cream applied locally to the affected site. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: regen/rnglc+ multi 56mm sz 24, catalog#: pt-106056, lot#: 360640; 32mm mod head cocr +3mm neck, catalog#: 163670, lot#: 00j3235778; arcos 17x190mm spl tpr dist ha, catalog#: 22-300917, lot#: 504230; arcos lateral troch bolt 42mm: ref 11-302142, lot 398520; arcos con sz a std 70mm ha, catalog#: 22-301321, lot#: 013730; unknown screw, catalog#: ni, lot#: ni; unknown screw, catalog#: ni, lot#: ni; ringloc-x e1 h/w 54/32mm 24, catalog#: ep-053254, lot#: 3276013. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11287; 0001825034-2017-11288; 0001825034-2017-11290; 0001825034-2017-11292; 0001825034-2018-00731; 0001825034-2018-00732; 0001825034-2018-00733.